Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was prescribed prophylactic antibiotics for three-four days. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in october 2023. G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.